Event description:
On (B)(6): facility biomed reports that staff were performing an undetermined urology procedure when system failed. Staff moved patient to another room where procedure was completed without further incident. Customer provided no patient or procedural information other than to say procedure was completed and patient is fine. No reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.